Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the helix would not extend. The lead was not used, and another lead was implanted. It was also reported that the helix would not retract. No patient complications have been reported as a result of this event.

Event description:
It was reported that the helix would not extend. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.